Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated, doctor did not know where the device went"), ovarian cyst ("cysts on ovaries"), post procedural complication ("after the surgery, because of complications I suffered during the surgery I now have to have a stomach catheter"), neurogenic bladder ("botox to paralyze my bladder") and renal injury ("kidney damage") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, degenerative disc disease, copd, asthma and sleep apnea. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), gastrooesophageal reflux disease ("really bad gerd"), irritable bowel syndrome ("ibs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling in lower and upper extremities") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced urinary tract infection ("utis") and cystitis ("bladder infections"). In 2013, the patient experienced hypertension ("hypertensive heart disease, high blood pressure"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural complication (seriousness criterion medically significant) and neurogenic bladder (seriousness criterion medically significant). On an unknown date, the patient experienced renal injury (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("abnormal menstrual cycle"), bladder disorder ("bladder changes"), hot flush ("hot flashes"), night sweats ("night sweats"), hormone level abnormal ("hormone imbalance"), pelvic pain ("pain: persistent and severe pelvic"), abdominal pain ("pain: abdominal pain") and abdominal distension ("bloated"). The patient was treated with surgery (she had underwent hysterectomy (full) and bilateral salpingectomy) and surgery (she underwent oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, post procedural complication, neurogenic bladder, renal injury, female sexual dysfunction, menstrual disorder, bladder disorder, hypertension, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, hot flush, night sweats, hormone level abnormal, paraesthesia, allergy to metals, abdominal pain, vaginal discharge and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, migraine, headache, pelvic pain and abdominal distension had resolved, the nausea was resolving and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neurogenic bladder, night sweats, ovarian cyst, paraesthesia, pelvic pain, post procedural complication, renal injury, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Essure confirmation test was performed on (B)(6) 2005. Dye test: results of essure confirmation test: they confirmed that the tubes were occluded. Current weight: (B)(6). Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information has been updated. This case concerns (B)(6) year old patient. Her concurrent condition was added. Lab data was added. Essure indication was added. Essure insertion (previously reported as (B)(6)-2005) and removal date was updated. Event: severe and permanent injuries was updated to abnormal bleeding (vaginal/menorrhagia)-heavy periods, abnormal menstrual cycle, apareunia (inability to have sexual intercourse), infection: bladder and utis (urinary tract infection), hypertensive heart disease, high blood pressure), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, really bad gerd (gastro esophageal reflux disease) and ibs (irritable bowel syndrome), early onset of menopause symptoms, hot flashes, night sweats, hormone imbalance), migraines /headaches, left essure coil migrated, doctor did not know where the device went, nausea, tingling in lower and upper extremities, nickel allergy, oophorectomy (bilateral removal of ovaries), pain, depression... Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated, doctor did not know where the device went/ migration of essure device-location of device : doctor did not know where the device went/ doctor told me he could not find the left essure coil"), ovarian cyst ("cysts on ovaries/ reproductive system disorder or condition type of disorder or condition: cysts on ovaries/cyst on right ovary"), post procedural complication ("after the surgery, because of complications I suffered during the surgery I now have to have a stomach catheter"), neurogenic bladder ("botox to paralyze my bladder") and renal injury ("kidney damage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, hernia repair, endometriosis, scarring, fallopian tube cyst, frequency urinary, urine incontinence, intravenous pyelogram, chronic obstructive pulmonary disease, hypertension, coronary artery disease, fistula, pelvic adhesions, peritoneal adhesions and pelvic congestion syndrome. Concurrent conditions included overweight, degenerative disc disease, copd, asthma, sleep apnea, irregular periods, umbilical hernia, cholecystectomy, cholecystectomy, dysfunctional uterine bleeding and genital haemorrhage. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, atorvastatin, cefalexin monohydrate (keflex), escitalopram oxalate (lexapro), estrogens conjugated (premarin), glyceryl trinitrate (nitroglycerin), hydrochlorothiazide, hydroxyzine, metoprolol, ondansetron (zofran), oxybutynin, paracetamol (acetaminophen) and salbutamol (albuterol). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain: persistent and severe pelvic/ pain severe and persistent"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2006, the patient was found to have weight increased ("weight gain") and experienced abdominal distension ("bloated/ bloating"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced hot flush ("hot flashes/ hormonal changes describe : early onset of menopause symptoms,hot flashes") and night sweats ("night sweats/ hormonal changes describe : early onset of menopause symptoms, night sweats") and was found to have hormone level abnormal ("hormone imbalance/ hormonal changes describe : early onset of menopause symptoms, hormone imbalance"). In (B)(6) 2012, the patient experienced urinary incontinence ("bladder changes/ bladder or urinary problems or changes incontinence"), urinary tract infection ("utis/ infection (bladder/ urinary tract/ vaginal)-type: utis") and cystitis ("bladder infections/ infection (bladder/ urinary tract/ vaginal)-type: bladder infections"). In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycles"), gastrooesophageal reflux disease ("really bad gerd/ gastrointestinal or digestive system condition- type: really bad gerd and ibs"), irritable bowel syndrome ("ibs/ gastrointestinal or digestive system condition- type: really bad gerd and ibs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling in lower and upper extremities/ neurological conditions or problems-type :tingling in lower and upper extremities"), allergy to metals ("nickel allergy"), depression ("depression/ psychological or psychiatric problems-condition: depression") and anxiety ("anxiety/ psychological or psychiatric problems-condition: anxiety"). In 2013, the patient experienced hypertension ("hypertensive heart disease, high blood pressure/ blood or heart disorder/condition type: hypertensive heart disease high blood pressure") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural complication (seriousness criterion medically significant), neurogenic bladder (seriousness criterion medically significant) and renal injury (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("pain: abdominal pain"), abdominal pain lower ("cramping"), scar ("physician told her on (B)(6) that during the robotic surgery he was cutting scar tissue and nicked her ureter"), ureteric injury ("physician told her on (B)(6) that during the robotic surgery he was cutting scar tissue and nicked her ureter") and procedural complication ("physician also told her on (B)(6) that herkidney was pulled out of place during surgery"). The patient was treated with ibuprofen, lorazepam, sulfamethoxazole;trimethoprim (bactrim) and surgery (bladder sling, bladder sling removal and monti procedure, monti procedure revision, hysterectomy (full) and bilateral salpingectomy and oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, post procedural complication, neurogenic bladder, renal injury, female sexual dysfunction, menstrual disorder, urinary incontinence, hypertension, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, hot flush, night sweats, hormone level abnormal, paraesthesia, allergy to metals, abdominal pain, scar, ureteric injury and procedural complication outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, migraine, headache, nausea, pelvic pain, vaginal discharge, weight increased, abdominal distension and abdominal pain lower had resolved and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neurogenic bladder, night sweats, ovarian cyst, paraesthesia, pelvic pain, post procedural complication, procedural complication, renal injury, scar, ureteric injury, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date - (B)(6) , (B)(6) , (B)(6) , (discrepancy noted) removal date- (B)(6) 2015, (B)(6) 2015(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion.the hysterosalpingogram suggests successful deployment of the essure devices in the fallopian tubes with the study showing that the procedure was effective with no evidence of spill at the distal ends of the fallopian tubes.; on (B)(6) 2005: results: the tubes were occluded. Essure confirmation test was performed on (B)(6) 2005 dye test: results of essure confirmation test: they confirmed that the tubes were occluded. Current weight: (B)(6) . Concerning the injuries reported in this case, the following events were confirmed in patients' medical records : pelvic pain, dysmenorrhea, abdominal pain, abdominal pain lower, scar, ovarian cyst, urinary incontinence most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : event "procedural complication,ureteric injury, scar" added. Event ¿bladder disorder¿ was updated to ¿urinary incontinence¿. Outcome of events ¿weight increased, dysmenorrhoea, vaginal discharge, dyspareunia, nausea ¿ updated to ¿recovered / resolved¿. Surgery "bladder sling, bladder sling removal and monti procedure, monti procedure revision" added to event " urinary incontinence". Event onset date updated. Reporter information and patient details updated.treatment and concomitant products added. Patients medical history and lab details added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated, doctor did not know where the device went"), ovarian cyst ("cysts on ovaries"), post procedural complication ("after the surgery, because of complications I suffered during the surgery I now have to have a stomach catheter"), neurogenic bladder ("botox to paralyze my bladder") and renal injury ("kidney damage") in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, degenerative disc disease, copd, asthma and sleep apnea. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2007, the patient experienced weight increased ("weight gain"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant), gastrooesophageal reflux disease ("really bad gerd"), irritable bowel syndrome ("ibs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), paraesthesia ("tingling in lower and upper extremities") and allergy to metals ("nickel allergy"). In june 2012, the patient experienced urinary tract infection ("utis") and cystitis ("bladder infections"). In 2013, the patient experienced hypertension ("hypertensive heart disease, high blood pressure"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced post procedural complication (seriousness criterion medically significant) and neurogenic bladder (seriousness criterion medically significant). On an unknown date, the patient experienced renal injury (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menstrual disorder ("abnormal menstrual cycle"), bladder disorder ("bladder changes"), hot flush ("hot flashes"), night sweats ("night sweats"), hormone level abnormal ("hormone imbalance"), pelvic pain ("pain: persistent and severe pelvic"), abdominal pain ("pain: abdominal pain"), abdominal distension ("bloated") and abdominal pain lower ("cramping"). The patient was treated with surgery (she had underwent hysterectomy (full) and bilateral salpingectomy) and surgery (she underwent oophorectomy (bilateral removal of ovaries)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, ovarian cyst, post procedural complication, neurogenic bladder, renal injury, female sexual dysfunction, menstrual disorder, bladder disorder, hypertension, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, irritable bowel syndrome, hot flush, night sweats, hormone level abnormal, paraesthesia, allergy to metals, abdominal pain, vaginal discharge and weight increased outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, migraine, headache, pelvic pain, abdominal distension and abdominal pain lower had resolved, the nausea was resolving and the depression and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, hypertension, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neurogenic bladder, night sweats, ovarian cyst, paraesthesia, pelvic pain, post procedural complication, renal injury, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date - (B)(6) 2005, (B)(6) 2005 (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: the tubes were occluded . Essure confirmation test was performed on (B)(6) 2005. Dye test: results of essure confirmation test: they confirmed that the tubes were occluded. Current weight: 200 lbs. Most recent follow-up information incorporated above includes: on 26-oct-2018: event "cramping" added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.